Event description:
The patient was experiencing pain since the primary surgery of his left hip. The surgeon operated through the front of the patient's leg. The patient was told by the physical therapist that the primary surgeon cut the hip flexor during the surgery. The patient decided to seek a second opinion. A bone scan revealed loose components. The revision surgeon said he could correct the loose components to relieve the pain via revision but he could not repair the damage that is causing him to not be able to lift his leg. The patient has been unable to return to work because he cannot lift his leg. He had a right hip replacement in 2004 without any adverse

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was not confirmed. Method & results: a visual, functional and dimensional inspection was not performed as the device was not returned. A review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, additional x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient was experiencing pain since the primary surgery of his left hip. The surgeon operated through the front of the patient's leg. The patient was told by the physical therapist that the primary surgeon cut the hip flexor during the surgery. The patient decided to seek a second opinion. A bone scan revealed loose components. The revision surgeon said he could correct the loose components to relieve the pain via revision but he could not repair the damage that is causing him to not be able to lift his leg. The patient has been unable to return to work because he cannot lift his leg. He had a right hip replacement in 2004 without any adverse.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Hospital retained the device.